Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR arjohuntleigh (B)(4). Following the reception of this letter, the (B)(4) rep made contact by phone with the facility. They said no further info will be released until they are properly advised by their insurance company. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
A letter sent by the facility was received by a sales rep of (B)(6) mentioning that a incident had occurred when a defective ceiling lift topple over a bed, making the pt fall on ground. No info about the pt's preexisting medical condition or about the outcome of the incident was released by the facility.